Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was a leak at the tyvek pouch of an 8x60mm absolute pro self-expanding stent system (sess). The sess was not used because the sterility was compromised. The procedure was successfully competed with another unit. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. It is possible that the damage is the result of inadvertent mishandling at the account; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. The investigation was unable to determine a cause for the reported damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.